Event description:
It was reported that during a stent graft placement procedure in the femoral artery, the stent allegedly could not be opened after multiple attempts. It was further reported that the outer sheath was allegedly fractured during the re-release process. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided photos show the distal part of the delivery system with the stent graft still loaded which leads to inconclusive results. The entire length of the delivery system catheter was not visible such that it was difficult to assess for the reported sheath fracture. It was reported that there was no bending of the tracking vessel and no calcification of the target vessel, there was no pre-dilation since it was a pseudoaneurysm and the device was flushed. Based on the provided photos and as the sample was not returned for evaluation, the investigation is closed with inconclusive results for failure to deploy and sheath fracture. A definite root cause for the reported event could not be determined. The intended use of the device in the treatment of pseudoaneurysm in the femoral artery indicates an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use states that "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". (Expiry date: 09/2026). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.